Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 250 mg/dl to 280 mg/dl. Customer stated that he is thirsty. Customer treated with manual injections. The blood glucose reading at the time of the event was over 600 mg/dl. Customer experienced chest pain, frequent urination and excessive thirst. Customer stated that the high would not go down after a manual injection was taken, so he decided to go to the hospital. Diagnosed hyperglycemia. Hospital treated with fluids and manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.